Manufacturer narrative:
(B)(4). Final analysis found an external insulation abrasion at 13.3 cm to 13.8 cm from the connector pin which breached the outer insulation and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.

Event description:
It was reported that the right atrial lead exhibited oversensing and auto mode switch episodes. During the explant procedure, an insulation abrasion was noted. The lead was successfully explanted and replaced. The patient was doing fine post surgery.